Event description:
It was reported that there was an implant attempt on the ventricular lead as well as 1 reposition attempt. The helix was unable to be deployed after it was retracted. It was also reported that the "tip appeared abnormal". The lead was removed and returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.